Event description:
A customer reported that the unit of measurement settings of their freestyle blood glucose monitor changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment associated wtih this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed.